Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the system was not working correctly. The system would stop when the footswitch was depressed halfway. All the connections to the system were checked and the system re-booted. The system then displayed a system message. The infusion line was connected. This did not resolve the issue. All the tubing was exchanged and everything was reconnected. This resolved the issue and the surgery was completed with no harm to the patient.

Manufacturer narrative:
The footswitch was also received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was installed into a calibrated hotbed system with digital pressure gauge and the system was booted without any system message (sm) or abnormalities found. The returned sample was functionally evaluated and was found to meet specifications. Various surgical functions were then activated with the footswitch and no sm or other abnormalities were found. Root cause the system met specification and all the returned samples were found to meet specifications. Therefore, the root causes of the reported events cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The power supply and the footswitch were both replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 9, 2006. Based on qa assessment, the product met specifications at the time of release. The power supply was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was tested and was found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event of the system shutting down unexpectedly cannot be determined conclusively. The root cause of the reported event of problem with the pedal for "power" cannot be determined conclusively. The root cause of the reported event of sm cannot be determined conclusively. (B)(4).